Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 bottom wires were separating from the jaws. The customer was able to complete the procedure without opening another device. No patient injury or complications as a result of the defection.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 bottom wires were separating from the jaws. The customer was able to complete the procedure without opening another device. No patient injury or complications as a result of the defection.